Manufacturer narrative:
The manufacturing record review was performed. All process operations in the manufacturing were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that one of the haptics was coiled when inserting the intraocular lens into the patient's eye. It was stated that the haptic went through the iris. It was stated that an incision enlargement was required. No patient injury was reported. Followup indicated that the lens was replaced with a model za9003 intraocular lens +27 diopter. The patient is reported to be doing well. No further complications were reported.

Manufacturer narrative:
Enlarged incision, coiled haptic went through the iris of the eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.